Event description:
It was reported that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer is not able to prime. Motor error occurred 1 time in the last 30 days. Blood glucose value is 290 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.